Event description:
It was reported that the patient experienced baclofen withdrawal with sudden onset of severe spasticity and anxiety. The patient presented to the emergency room where the motor stall was discovered. The pump had a confirmed motor stall noted in event logs in early 2009 with motor stall recovery recorded approximately 2 weeks later (after explant). A pump alarm was noted; magnetic interaction was denied. The hcp replaced the pump two days later. The pump contained baclofen 4000 mcg/ml and clonidine 750 mcg/ml with a daily dose of baclofen 1984.8 mcg. The patient recovered without sequela. No other information was provided.

Manufacturer narrative:
Final device analysis revealed the following functions and components were tested and were found to be acceptable: alarm; catheter access port; base plate jewel grease; battery voltage; motor coil resistance; motor resistance to case; pump tube, pump circuit board and motor wire connections. No flow testing was not performed due to the motor stall. The pump failed the constant load testing motor failed. Segment of gear wheel 3 has several teeth corroded away leading to the stall. Moisture was noted on the bottom side of the inner cover, on the pumphead gear and in the area where the pumphead gear meets gear wheel 3. All three rollers turn freely. Top plate and gear inspection revealed that the gears inside the motor can were clean with no residue noted. Final device analysis revealed s2 corrosion and/or mechanical wear.